Manufacturer narrative:
The user facility performed their own repair and replaced a broken user interface holder. According to the received information, the wheels of the ventilator were locked. However, the mr scanner was earlier changed to another brand but, a new 200 gauss line criteria for the servo-I mr conditional ventilator has not been determined and the servo-I mr has not been retested to the new mr scanner. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Our conclusion is, that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator was pulled into an mr scanner. There was no patient harm reported. (B)(4).